Event description:
During an unknown procedure, it was reported that the device jammed during the procedure. There was no consequence to the pt.

Manufacturer narrative:
H6; code 100: excessive u.v. Adhesive on the ejector post. Conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the reported "jammed" during surgery may have been due to a twisted staple in the cartridge nose which caused the instrument to jam. The instrument was received with a twisted staple in the cartridge nose. The twisted staple was removed from the nose and the instrument was cycled, fired, and properly formed the remaining 2 staples without incident. No conclusion could be reached as to how the staple had become twisted and jammed in the cartridge nose. Comments: each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may become twisted within the catridge track and nose if the instrument sustains a blunt trauma. Co strives to understand each incident as it occurs in continuously improve the products.